Event description:
It was reported that the procedure was to treat a moderately tortuous and 99% stenosed left anterior descending artery. Pre-dilatation was performed with a non-abbott balloon catheter. A non-abbott stent was implanted and a 3.0 x 20 mm nc trek was advanced for post-dilatation. An intravascular ultrasound (ivus) catheter could not cross, so the same nc trek was advanced again and during the 5th inflation, the balloon ruptured at 4 atmospheres. A non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue,proturn; guide cath: sal2. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.